Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked blood out of the open injection port after the catheter was placed. The following information was provided by the initial reporter, translated from german to english: bloods flows out of the open injection port after the catheter was placed.

Manufacturer narrative:
H.6. Investigation: one video was received by our quality team for evaluation. Upon visual inspection of the video it was observed that the valve under the port had moved; therefore the incident could be verified due to leakage being caused by the moved valve. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the injection valve moving within the cannula hub. A trend for the moving injection valve has been observed for this product line. A project has been started, CAPA#1298780, to further determine the reason for the moving injection valve in the venflon pro safety so that a fix can be made to further prevent this issue. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked blood out of the open injection port after the catheter was placed. The following information was provided by the initial reporter, translated from (B)(6) to english: bloods flows out of the open injection port after the catheter was placed.